Event description:
The customer reported that while the unit was is use on a patient, the pressure and ECG waveforms were flashing on the display. The patient was switched to another unit and therapy was continued. No patient injury was reported.